Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The submitted system controller log file appeared to show the pump operating as intended with stable parameters. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had experienced pre-syncopal events every morning x 2 weeks. The ICD was interrogated, no rhythm issues; chronic a-fib. The system controller was upgraded and the system controllers were exchanged. The patient was symptomatic at 2 ¿ 3 seconds and then passed out while system controller was being reconnected to newly upgraded system controller. A log file was reviewed by the technical service representative and a driveline disconnect was confirmed on (B)(6) 2018 which correlated with the reported system controller exchange. The log file pre-system controller exchange showed normal pump values and parameters. The pump was performing as intended. On (B)(6) 2017, the lvad clinician confirmed that there were no patient injuries based on the event. A head computed tomography was performed, results were not reported. The patient was sent home. It was noted that the patient does not tolerate being off support for more than a few seconds. No additional information was provided.